Event description:
It was reported to philips that the wireless footswitch was not working and loosing contact with the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information collected during the investigation identified that the wired footswitch was at fault, and not the wireless as initially reported. The customer was performing a general surgery which was able to be completed as planned by using the hand switch connected to the system to release x-ray. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Upon functional testing, the fse found that cable wires were broken. To resolve the reported issue, the fse replaced the wired footswitch. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received confirming that the footswitch at fault was the wired footswitch, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The functions of the wired footswitch on the mobile system are duplicated by the hand switch, meaning that although the footswitch was not working, key image functionality of the system had not been lost and could be commanded on the handswitch. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.